Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device programming was off and to resolve the issue the patient would need to attend the clinic to have the programming done. The issue happened as the patient connector was removed too quickly via the diagnostic mobile programmer application and the programming does not complete. The product status is still in use. No patient complications have been reported as a result of this event.